Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported a pump "issue with touchscreen responsiveness.." Customer declined follow up from tandem technical support. There was no reported adverse impact.